Event description:
It was reported that the implantable neurostimulator was moved from the left to the right on 2013-(B)(6). It was noted that ¿they had to move the charger from left to right¿ and the problem was that the patient could not use it because they had gained weight. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-08-31, product type extension product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type extension product ID 39565-30, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).